Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the image issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer.

Event description:
The customer reported to olympus, that the hd camera head exhibited distorted image with lines and colors bars. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the procedure was completed using another device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. The returned device passed leak testing and had both external and internal components found in good condition. However, upon further inspection and testing of the returned unit, faulty camera cable was found. According to the evaluation results, the faulty camera cable was the cause of the reported issue. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.